Manufacturer narrative:
Additional info has been requested. Exp date: synthes is unable to determine expiration date. Additional info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Additional info has been requested.

Event description:
Pt implanted with prodisc-c at c5-c6 on (B)(6) 2009. Pt presented approx 18 months postop with severe neck pain. Imaging studies taken (B)(6) of 2011 showed that the implant may have been oversized and misplaced off midline. According to the pt, no traumatic event occurred. Surgeon removed the implant and converted the segment to arthrodesis.